Event description:
The customer called into technical support (ts) reporting that when device is unplugged and used for transport, they get a "back up battery not in use" error message and it keeps alarming. Backup battery does not hold a charge. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. Customer stated they replaced the power supply to see if this would correct issue. Unit will power on in ac show 27v ac and 27v dc when plugged in. When unit is unplugged customer getting alarm message of backup battery not in use. The rse suggested to customer that the backup battery might need to be replaced. Provided part number and price for a backup battery. Further information is pending.

Manufacturer narrative:
The device was in use during patient transport at the time the reported issue was discovered; however, there was no harm to the patient or user. It occurred within 3 minutes of being unplugged. There was no delay in patient care as another unit was close by and replaced. The defective unit was pulled from service. It was confirmed that the main power supply was defective, but due to philips bulletin, as of december 31st, 2020, philips no longer supports accessories, supplies, upgrades, and repair support parts associated with esprit/v200. The unit was pulled and retired from service due to no repair parts available.